Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to the initial medwatch. The aware date should be (B)(6) 2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following; -the reported phenomenon was reproduced. -the emergency lamp was broken. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by an accidental failure of the emergency lamp. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the emergency lamp of the device was blinked and the emergency lamp malfunction occurred. There was no report of patient injury associated with the event. Olympus inspected the device at olympus service operation repair center (sorc) and found that the emergency lamp indicator on the front panel was blinked.